Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that a ar-8550bc bone cutter bent. This occurred during a procedure while in the subacomial space, he was running the device in forward at 8000 rpms when it bent, the device broke after being removed from the patient. No additional information provided

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-8550bc was received for investigation. Visual inspection identified that the returned cutter had bent and broken proximal to the hub component. The observed condition is consistent with user applied mechanical forces, such as prying/leveraging against bone and/or hard tissue. No damage was noted to the cutting tip.